Manufacturer narrative:
The roto-cam scissors (625202) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The issue reported by the customer could not be determined. The issue of dull blades may be the result of wear or maintenance issues. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the roto-cam scissors (625202) were not sharp and does not cut the sutures. It was like there was a gap between the blades. There was a 4 to 5 minutes surgery delay with no patient injury reported.